Event description:
Falsely high ck-mb results were not reported out of the laboratory. Root cause is not known but hardware repairs have resolved the issue. Worn pipettor tip on the access instrument may have caused the error.

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).